Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation underneath the device. Patient has thin skin and is getting sores from the device rubbing. No reports that the skin is open or weeping. The patient's rn at the assisted living facility treated the skin irritation with bandages. During a follow-up, it was reported that the patient's irritation improved.